Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. It was stated ¿there was foreign material (black ink) in the 60ml ll syringe.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. It was stated ¿there was foreign material (black ink) in the 60ml ll syringe.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: two samples were returned for evaluation. The samples had grease/oil on the syringe. Ftir analysis was completed on the dark material seen on the surface of the rib of the plunger rod. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely oil/grease. During the printing process, the syringe rides on chains. The chains are oiled to preserve the function and improve the life of the chains. When the chains are oiled, it is possible that excess oil was applied and if not cleaned properly it can contaminate the syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 7326583 for the same defect or symptom. No related defects or qns were recorded in the DHR. No corrective actions required at this time, defect rate is within the allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.